Manufacturer narrative:
Per additional information received on april 16, 2025, the right side of the implant has been replaced with a device identified as cat: 3505004bc, sn: (B)(6); and the left side device replacement identified as cat: 3505004bc, sn: (B)(6). The suspect devices are as follow: left-cat: 3504254bc. Lot# 5731064, right-cat: 3505004bc. Lot# 5985524. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illnesses. H6 health effect - clinical code e2402: generalized illnesses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent primary breast augmentation with an unknown mentor silicone prosthesis experienced unexplained systemic symptoms postoperatively. These symptoms included feeling very sick, nonspecific multiple symptoms, weight loss, difficulty breathing, difficulty sleeping, difficulty eating, and a left-sided symptomatic rupture. MRI, mammogram, and ultrasound examinations confirmed the left-sided rupture. As a result, the patient is scheduled for bilateral replacements with unknown implants, bilateral capsulectomy, and correction of the left-sided inverted nipple on (B)(6) 2025. This report specifically relates to the findings on the right side.